Manufacturer narrative:
The affected device was not returned to nidek for eval. However, a nidek field service engineer (fse) had conducted an on-site eval. The problem could not be duplicated on target card; however, fse did see a red reflection when testing through the ocular capsulotomy lens. Fse found oculars and internal diode lens plate dirty. Fse suggested that there could be a smearing of the ocular lens due to the eye lash or normal contact. However the internal lens plate could get smeared due to the dirt. Fse cleaned the oculars, internal and external optics. Fse performed the auto calibration. The treatment output energies were checked and were within specifications. Laser aiming beam focus and alignment were verified and were within specifications. Focus shift and focus points were checked and were within the specifications. The system has been evaluated and no failure was found. According to fse the poor focusing could be from the ocular contact lens being used or the pt's eye anatomy. Nidek made attempts to contact the customer to gather additional info regarding the reported event without success. If additional significant info is received at a later date, a follow-up report will be submitted. Nidek inc. Considers it a reportable event as the device has malfunctioned and has a potential to cause a serious injury if the malfunction were to recur.

Event description:
Nidek received a complaint from the customer on (B)(6) 2014. Customer reported that during the laser surgery with yc-1800; sn (B)(4) aiming beam was out of focus and there were 4 additional lights near the aiming beam. Customer also reported about seeing a red reflex in the posterior chamber.